Event description:
It was reported that during surgery, white powder was found inside the sterile tray when the nurse opened the sterile package. There was no patient impact. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in japan.